Event description:
Clinical specialist reported patient experiencing concern with the infusion set. Patient stated she woke up at 4:30 am as she was scheduled for eye surgery today. Patient reported that on the way to surgery she did not feel well, tested in the car with a reading of 430 mg/dl. Patient stated while at the surgery center, she had loose bowels and had gone pale and had gone to the bathroom three times. Patient's sister told nurses that she needed to be checked as something was wrong. Patient reported the nurses tested her blood glucose at 471 mg/dl on their meter; patient was vomiting at this point with diarrhea. Patient stated she was told to go to ER where her blood glucose was a little lower at 424 mg/dl on their meter. Patient stated a serum test was done with a result of 571 mg/dl on their lab. Patient reported she was placed on IV fluids and given 10 units of novolog insulin. Patient stated she tested at 274 mg/dl when she left the ER and when she arrived home she tested at 324 mg/dl after a two hour drive home. Patient reported she removed the headset and saw the bent cannula; she changed out the site and her blood glucose level is coming down. Patient stated the site was the cause of the elevated blood glucose level. Patient reported if she had a new headset, she would have been capable of changing it and getting the blood glucose level down on her own. Patient stated she is currently weak all over. Patient discarded the alleged infusion set, but may be able to recover it. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
Device was discarded.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.